Event description:
During surgery, the pacel perforated the myocardium.

Event description:
During surgery, the pacel bipolar pacing catheter perforated the myocardium. The patient status was reported to be good.

Manufacturer narrative:
(B)(4). The device was not returned to sjm for analysis and the lot number was not provided therefore the device history record could not be reviewed. The cause of the reported event remains unknown. The pacel IFU states that cardiac perforation, cardiac tamponade and damage to vessels/valve structures are possible complications that may occur when using the product.